Event description:
It was reported that during an appendectomy procedure, the device did not work properly. It would not re-open to replace the reload once it had been fired. They got a new device to complete the procedure. There was no patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.